Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j, batch 15212376, was received for evaluation. Visual inspection revealed that the suture system had completely damaged the white suture loops, which were broken and frayed. No sharp edges or issues were observed on the button. No functional testing was performed due to the device's damage. The most likely cause for the reported failure is user error, applying excessive force, shortening the suture strands. Direction for use dfu-0147-eo revision 4. Tightrope devices. Precautions: acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament knee surgery the tightrope broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.